Manufacturer narrative:
(B)(4)

Event description:
Reportedly, noise oversensing was observed on the right ventricular channel on some recorded episodes (on (B)(6) 2018 for instance). Some sensitivity tests were performed, no noise was detected. The patient is asymptomatic and has normal activity.